Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing fever and headache. It was also noted that patient was having whole body discomfort. The physician checked the patients back and did not see any redness or swelling, everything looks normal. The patient underwent a lead pull procedure and was doing well post-operatively.